Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they have pain in their jaw with the lower aligners. The patient's two wisdom teeth have become impacted and swelling in the area. The two teeth were removed. Since the teeth were removed the aligner now cuts the patient's mouth in the back. Educated patient on j-shaped aligners and jaw discomfort. Requested additional information. Advised to remain in step 1 and try on aligner after gums have healed from extractions.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.